Manufacturer narrative:
Additional devices included on this report are as follows: item #tgu373710j/ serial # (b)94)/ UDI # (B)(4) which is captured in manufacturer report #2017233-2020-01021. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, stent graft migration and reoperation.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a stanford type b chronic aortic dissection using two conformable gore® tag® thoracic endoprostheses (ctag), and a gore® tag® conformable thoracic stent graft with active control system (ctag a/c). A ctag device was placed proximal to the patient's celiac artery, and the ctag a/c device was placed just below the patient's left common carotid artery. During placement of the ctag a/c, the device moved slightly distally. The cause of distal device movement was reportedly unknown. The procedure was completed. The patient tolerated the procedure. On (B)(6) 2020 an emergent thoracic endovascular aortic repair was performed due to descending aortic rupture. It was also observed that the ctag a/c device had migrated distally about 5 mm. The cause of distal migration is reportedly unknown. It was reported that the distal migration of the ctag a/c device is not suspected to have any relation or involvement with the aortic rupture. An additional gore® tag® conformable thoracic stent graft with active control system was placed proximal to the initial ctag a/c to treat the distal migration. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1 updated. H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 22 - according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, stent graft migration and reoperation.